Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported touchscreen doesn't work properly. There was no patient involvement. No patient or user harm reported. The customer indicated the touchscreen calibration is off. The remote manufacture service technician talked to the customer through doing a calibration. The customer also wanted the service manual, which the remote manufacture service technician provided via email. The field service engineer (fse) visited the customer site and tested touchscreen and only responded in certain areas. The fse replaced touchscreen assembly and calibrated touchscreen. The unit passed all testing.